Event description:
The complainant reports a balloon burst. The reporter indicated that the tube was inserted by the nurse. Prior to inserting the tube, the nurse instilled 10ml of xylocaine gel into the tract. The reporter indicated that the balloon burst and the tube fell out 3 hrs after insertion.

Manufacturer narrative:
(B) (4): the device reported, list # m188, is an abbott product that is marketed internationally which is the same or similar to a device, list # 51360, that is marketed domestically. (B) (4)